Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: broken, underweight, crease fold, wear abrasion and brown particle in the shell. A microscopic analysis was performed which identify crease sharp broken in the posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a-crease sharp broken in posterior assessed to a fold flaw broken. Missing piece of the shell assessed inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant removal from textured to smooth due to the concerns of the product. Patient later reported right side rupture. The device has been explanted and replaced.